Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that one day post-implant, this lead exhibited poor thresholds with loss of capture noted. The physician attempted to reposition the product; however, no favorable measurements were attained. As a result, the lead was removed and replaced. No adverse patient effects were reported and the lead was returned for analysis. Another lead was successfully implanted with confirmation of acceptable measurements prior to completion.